Event description:
Procedure type: unk. According to the reporter: versa-step plus 11mm trocar was inserted in pt by surgeon and the trocar tip broken off while inside pt. Broken piece removed by surgeon. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).